Event description:
It was reported that a clearlink continu-flo solution sets tubing separated from the drip chamber. It is unknown what process step this was observed. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device found that the tubing was separated from the drip chamber. Further visual examination of the device noted that there was no visible solvent bond plow ridge or residue on the tubing end. The remaining solvent bonds were pull tested, with no failures noted. However, the cause of this condition could not be determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.